Event description:
The hcp reported the patient was experiencing severe spasticity, inability to walk, and skin irritation. The hcp did "xrays and refilled pump." The patient had surgery for a catheter break in 2005. The patient is reported to have recovered withouth sequela.